Event description:
According to the reporter during a laparoscopic procedure, the seal of the three trocars were damaged and translucent debris fell into the cavity of the patient. It was confirmed that the fragments were retrieved. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: onb5stf, onb5stf versaone opt 5mm std trocar (lot#:unknown), onb5stf, onb5stf versaone opt 5mm std trocar (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that a black material could be seen on the object. The object could not be identified as a component of the listed instrument. The listed instrument was not visible in the returned image. The visual inspection of the returned product noted that the obturator was received inserted in to the cannula, prolonged insertion can cause the duckbill seal to become stretched. The seal housing and cannula appeared intact. The circular seal and duckbill seal were visibly stretched out. Functional testing found that rpa performed functional testing, the device failed an air leak test. The product was shipped back with the obturator inserted in the cannula and therefore the length of time it was inserted during shipment may have also resulted in the stretched seals. The trocar was broken open to remove the circular seal to check for subassembly overall height. It was reported that the seal was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the seal was disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.